Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed and upon visual inspection, the unit was found to have scratches and chipped paint on the cover/housing, as well as scuffs on the grey bezel. The issue was confirmed using the system logs, which recorded errors c-33 on (B)(6) 2026. During testing, the erbe unit displayed error code c-33 upon startup, and a review of the erbe log showed error c-00. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report an error on the erbe integrated electrosurgical unit (iesu). The cables on the back of the erbe were removed, but the error persisted. The erbe unit was power cycled additional times with no change. The customer was unable to locate the energy activation cable and elected to use a third-party generator unit with the foot pedals. The customer continued with setup for procedures scheduled for the day. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to electrical component failure resulting in voltage errors on the erbe unit.

Event description:
Refer to h11 for follow-up information.